Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive, filament drive, power cap module, and the battery pack were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system was down hard attributed to a precharge fail error message. This message likely resulted in a no boot situation. There is no report of death or serious injury associated with this complaint.